Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported symptom which was not reproduced. Evaluation confirmed the customer programmed rate of 999 ml/hr exceeded the optimal performance parameters of the spectrum infusion pump with non-dehp tubing. The spectrum service manual states "flow rate range and IV set usage duration for baxter non-dehp IV administration sets is limited to: 10 - 125 ml/hr with IV tubing use of not greater than 36 hours" and "126 - 250 ml/hr with IV tubing use of not greater than 4 hours." The high flow rate with non-dehp tubing was determined to be the cause of the reported underinfusion.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy. It was reported that 1 l of normal saline was to run 999 ml/hr for vtbi 1,200 ml and there was still volume left in the bag with 1,300 ml total. This indicates that the infusion took place at a lower rate. There was no patient injury or medical intervention.